Event description:
It was reported that: "when the surgeon was removing the cutting block the fixation lugs dissociated from the cutting block and remained in the distal femur. Surgeon easily removed with pliers."

Manufacturer narrative:
The exact root cause of this event could not be determined with the limited info provided. The review of previous investigations on similar reported events indicated that those events were caused by either inadequate weld depth or overload. There have been no any other reported events regarding the reported lot of product. A review of the device manufacturing history record indicates no reported discrepancies. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.